Manufacturer narrative:
B3: date of event: used the first date of the month of aware date as no information was provided.

Event description:
It was reported that shaft break occurred. An 8 x 2.25 promus elite drug-eluting stent was selected for use. However, during preparation, the hypotube was broken when the stent was removed from protective coil. The procedure was completed with another of same device. No patient complications were reported.